Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation :based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Additional observations: ¿stress marks are observed assessed as non-penetrating nick.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.